Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user contacted her doctor who told her to stop using the product. The end user is now using a product with no tape collar. The end user was educated in the usage of stomahesive powder and creating stomahesive strips for the tape collar to adhere to. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. (B)(4).

Event description:
An end user called in and stated she placed the wafer on friday (B)(6) 2013 and when she removed the wafer on (B)(6) 2013 her skin was raw and bleeding. The end user stated the area was the shape of the tape collar.